Event description:
The patient's status post a right cochlear implant for rehabilitation of deafness 16 years ago. The patient had good function from her cochlear implant until earlier this year when she had a sudden electronic failure. The manufacturer confirmed malfunction of almost all of the active electrodes at that time. She presents for elective explantation and reimplantation. Defective cochlear implant.